Event description:
It was reported that during an laparoscopic assisted distal gastrectomy procedure, the tissue pad detached but did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.